Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing due to noise was observed on the right ventricular (rv) lead. The lead was capped and the patient was in stable condition. Further information was requested but not received.